Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at around 90 mcg/day via an implanted pump. The drug concentration was unknown by the reporter. The indication for pump use was familial spastic paraparesis and intractable spasticity. On 16-jan-2018 it was reported that in 2013 the patient's pump ran dry because the physician left the practice. The patient experienced shaking related to the event. No further complications were reported/anticipated.